Event description:
It was reported that during a da vinci s prostatectomy procedure, the surgeon heard a "popping" sound from the high resolution stereo viewer (hrsv), then vision loss in the right "eye" of the hrsv. The right "eye" image became solid black and no test or icons were visible. No pt harm was reported. The procedure was converted to traditional open surgical techniques to finish the planned surgery.

Manufacturer narrative:
An investigation conducted by the field service engineer concluded the vision loss experienced by the customer was associated with the high resolution stereo viewer (hrsv). The system was repaired by replacing the affected hrsv. The high resolution stereo viewer (hrsv) is located on the surgeon console and provides the video image for the surgeon console operator. The hrsv was returned to isi for eval. Engineering discovered that the right side monitor had malfunctioned, thus causing the vision loss. As of 2008, there have been no reported recurrences of the issue at this hosp.